Event description:
A malfunction was reported on the pump with no notable events occurring prior to it. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was informed that the pump could continue to be used and was advised to call back if any malfunction code reappeared, which the customer understood and acknowledged.